Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: an advanix biliary stent with naviflex delivery system was received for analysis. Visual and microscopic inspections found that the guide catheter was broken, and the stent suture hole and the push catheter suture hole were torn. The pull wire cap was detached and was not returned. No other problems were noted with the device. Product analysis confirmed the reported event of catheter guide break. The reported event of guide catheter broken was most likely due to the device being pulled with too much force, and the tortuosity of the procedure contributed to the difficulty in pulling the guide catheter. Furthermore, the push catheter torn suture and pullwire cap detachment could have occurred due to the pressure when trying to deploy the stent possibly due to the physician's technique or tortuosity of the procedure. It is most likely that the stent could not be deployed, and the push catheter suture hole was damaged by the pressure that the suture was adding to the suture hole. Since the push catheter suture hole was torn, the suture was most likely stuck in the suture hole and the stent could not be deployed. It is possible that the same force applied when trying to deploy the stent resulted in the stent suture hole and push catheter suture hole being torn, and the pull wire cap detachment. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the guidewire was inside the patient during the attempted deployment. However, the IFU states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." Therefore, taking all available information into consideration, the overall root cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was used in the papilla of vater to treat stones during a stent placement procedure performed on (B)(6) 2025. During the procedure, when the stent was inserted, the guide catheter broke into two pieces. Subsequently, the broken guide catheter was removed together with the duodenoscope. The procedure was completed with another advanix biliary stent with naviflex delivery system. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded double bend stent was used in the papilla of vater to treat stones during a stent placement procedure performed on (B)(6) 2025. During the procedure, when the stent was inserted, the guide catheter broke into two pieces. Subsequently, the broken guide catheter was removed together with the duodenoscope. The procedure was completed with another advanix biliary preloaded stent. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.